Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There was reported noise on the rv channel in recordings transmitted to home monitoring. No inappropriate therapies were reported. Lead to be evaluated further and remains implanted.